Manufacturer narrative:
Device passed the displacement test but motor error alarm during prime test due to loose drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error and the drive support cap was sticking out. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.